Manufacturer narrative:
Heartflow was able to provide the investigation results to the customer and no consequences or impact to the patient was reported.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential computed tomography (CT) dataset incorrectly accepted for processing an analysis. (B)(4): the investigation identified that the available CT dataset does not meet heartflow's image quality requirements. Heartflow incorrectly assessed image quality during the acceptance of the case due to an analyst error. Additionally, the investigation identified a potential oversizing at the rca ostium and a potentially diseased diagonal branch missing on the heartflow analysis provided to the customer. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. The customer will be notified of the investigation results. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. Ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified a potential computed tomography dataset incorrectly accepted for processing an analysis.